Manufacturer narrative:
Device evaluation summary: the device was visually inspected, and inside the pebax it looked red / brown with no exposed parts. A second closer inspection was performed and the pebax was found damaged (hole) with foreign material inside. Then, the catheter was connected to the carto and the catheter failed, error 105 was observed. A failure analysis was performed, the catheter was dissected, and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. During the carto test, the current leakage error 7 was not observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding the current leakage cannot be confirmed during the product investigation; however, the foreign material inside the pebax area found could be related to the reported issue. The root cause of the pc board failure cannot be determined. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia - left (l-isvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. Product analysis lab received the device for evaluation and identified there was a hole in the pebax. Initially it was reported that they got a current leakage error 7 on the carto 3 system when the thermocool® smart touch® sf bi-directional navigation catheter was connected to the patient interface unit. They further clarified that when they got the error, it removed all signals from the ge recording system and the carto 3 system on both the body surface and the intracardiac channels. However, there were signals available for the physician to monitor the patient¿s heart rhythm on both the defibrillator and the impella. The catheter was inside the patient¿s body when this issue occurred. Changing out the catheter cable did not resolve the error. Disconnecting the catheter cleared the error. The catheter was then replaced and the issue was resolved. The procedure was then continued. There were no patient consequences reported. This event was assessed as not MDR reportable as this issue is highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety is unaffected by this issue. The biosense webster inc. Product analysis lab received the device for evaluation and identified on may 20, 2020 that inside the pebax it looked red / brown. There were no exposed parts. The returned condition of inside the pebax it looks red / brown was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional assessment on june 3, 2020, it was also identified that there was a hole in the pebax with foreign material inside. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable finding is june 3, 2020.